Event description:
It was reported that during use in a procedure at the user facility. The device burned a patient inside the mouth. The procedure was completed successfully without a clinically significant delay.

Manufacturer narrative:
Correction: d9; h3. The device was not returned for evaluation; therefore, a root cause could not be determined for the event.

Event description:
No new information.